Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported that for the past 6 months or so, they have noticed that their implant battery is depleting faster than normal. Pt said that this was their implant on the left side for their lower back. Pt said that they also are not getting the relief that they need and weren't on high settings. Pt mentioned going up to 3 on the call; this was understood as intensity settings were at a 3 milliamps. Pt said they had some falls a while back and didn't know the specific timeframe of these falls. The patient reset their controller. After reset pt said their implant battery was at 50% and their controller was at 90%. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.